Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
FDA coding was missed in the initial report. Adding additional investigation code 24. This is a follow up report to add this additional code. Device received for this event is being corrected from ank impl a14 d3,5 mm/l14 mm catalog # 17-0546 to ank impl a14 d3,5 mm/l14 mm catalog # 31010020. Lot number for this device is also being corrected from 0020055772 (as previously reported) to unknown.